Event description:
It was reported that a patient presented to the emergency room. Prior examination of the patient's right ventricular (rv) lead revealed high defibrillation impedance, externalized conductors, and over-sensing. Corrective programming changes were made. The patient was stable throughout.

Event description:
New information received notes that the right ventricular (rv) lead was capped and replaced on (B)(6) 2022. The patient was stable throughout and was discharged.